Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. The log suggests it was a singe event with no accompanying faults that was resolved by a power cycle of the device. The device was put through extensive testing including power cycle testing multiple times, bench handling and defib cycle testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a 61-year-old male patient, the device displayed "pacer disabled" and "defibrillator disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.